Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the transmitter did not blink when connected to the sensor, indicating a loss of communication between the transmitter and the insulin pump, and noticed a bent sensor and customer experinced bleeding at insertion site. The event involved product(s) mmt-7841zn, mmt-7040a. Troubleshooting was performed for the transmitter issue. The customer reported that the transmitter did not blink when connected to the sensor, and the sensor warm-up did not start. The transmitter was fully charged prior to use. Possible causes were explained. Troubleshooting was performed for a bent sensor. The customer reported a bent sensor (not a slight bend or curve). Troubleshooting was performed for a site issue, and the customer reported visible blood on the sensor connector. The customer was advised to change the sensor. Troubleshooting was performed for a loss of communication between the transmitter and the pump. It was confirmed that the transmitter serial number was programmed into the pump. The led (light emitting diode) light blinked when connected to the sensor. Troubleshooting was performed for a ¿device not found¿ alert. The customer reported being unable to pair the transmitter with the pump. The pump and transmitter did not pair after troubleshooting. The customer reported that the pump was able to pair with other devices, such as a meter and mobile device. No further patient complications were reported. Product return for mmt-7841zn was expected and the customer response was the device will be returned. No product return is required for mmt-7040a.